Event description:
Note: this report pertains to one of two captiflex snares and one cold snare used in the same procedure. It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2025. During the procedure, an 11mm hot/cold snare was initially used but was unable to cut through the tissue despite multiple attempts. The surgeon connected the snare to cautery to complete the polyp removal. A second polyp was identified, and a 10mm cold snare was requested to improve cutting efficiency. However, this snare was also ineffective and subsequently removed. A new 11mm hot/cold snare was then opened, but it too had difficulty cutting through tissue and required cautery hookup, even though the polyp was small. This extended the procedure time. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results- the returned captiflex snare was analyzed, and a visual evaluation noted that the working length and wire were kinked at the proximal section (strain relief). Functional inspection was performed and when the device was connected to the 10-inch loop fixture, it could not extend properly. Continuity and electrical tests were performed, and the device was found within specification. No other problems with the device were noted. The reported event of the snare loop failing to cut was not confirmed, as both continuity and electrical tests performed on the device were found to be within specifications. Additionally, functional testing of the device could not be performed due to the inability to replicate the anatomical and procedural conditions encountered during use. Upon analysis, kinks were observed in the working length and wire at the proximal section (strain relief). These problems likely resulted from the manner in which the device was handled and manipulated, potentially contributing to the reported problem. Excessive manipulation without sufficient care may have induced the observed defect. Furthermore, the adverse event appears to be related to procedural factors. It is important to note that this condition is anticipated and documented in the risk/hazard analysis. Therefore, the most probable root cause of this complaint is classified as adverse event related to procedure.

Event description:
This report pertains to one of two captiflex snares and one cold snare used in the same procedure. It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2025. During the procedure, an 11mm hot/cold snare was initially used but was unable to cut through the tissue despite multiple attempts. The surgeon connected the snare to cautery to complete the polyp removal. A second polyp was identified, and a 10mm cold snare was requested to improve cutting efficiency. However, this snare was also ineffective and subsequently removed. A new 11mm hot/cold snare was then opened, but it too had difficulty cutting through tissue and required cautery hookup, even though the polyp was small. This extended the procedure time. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.